Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when customer delivers a correction bolus for elevated blood glucose (bg) level, bg level does not consistently come down, but a second correction will bring down level, and sometimes low. Customer reported that the pump and other hardware is performing as expected; however, customer requested insight regarding pump settings that may be related to issues with bg level. Review of pump data by tandem technical support showed that one correction bolus recommended by the pump was declined by the user. Additionally, pump data confirmed that boluses were calculated accurately. Recommendation was made for customer to discuss pump personal settings with health care provider.